Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 477 mg/dl. Symptoms reported include hyperglycemia, nausea and vomiting. The patient ran out of pods due to having issues connecting pods with their dexcom g7 and at the time of the adverse event the patient was no longer using pods and was giving manual daily injections (mdi). At the hospital, the patient was treated with ephedrine, intravenous fluids with electrolytes phosphorous, magnesium, potassium chloride. Patient was also given intravenous insulin. The patient was discharged after 4 days.